Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of chronic cervicitis, ovarian carcinoma, ovarian cyst, mood swings, depression, weight gain, migraine headache, parity 2, gravida ii, cesarean section (2 cesarean sections), menorrhagia, oral contraceptive and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1025 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date. As per argus (B)(6) 2015. As per mr (B)(6) 2013. Discrepancy noted: removal date. As per argus (B)(6) -2017 as per mr (B)(6) 2016 five trailing coils noted in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: benign proliferative endometrium. Chronic cervicitis, mild. Fallopian tubes within normal limits. Essure coils positioned within the uterine cornu and proximal fallopian tube lumen. Microscopic description: the fallopian tubes are without inflammatory or malignant changes. Gross description: an essure coil is situated within the proximal 1.0 cm of the attached fallopian tube extending from the cornu region. The separately submitted fimbriated fallopian tube measures 4.8 cm in length and up to 0.7 cm in diameter. An essure coil extends into the proximal 0.8 cm of the fallopian tube being positioned in the cornu region. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 37-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criterion intervention required), 2 years 4 months after insertion of essure. The patient was treated with surgery (hysterectomy - uterus and cervix). Essure was removed on (B)(6) 2017. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 851 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.